Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0235645v, implanted: (B)(6) 2003, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that a por was seen on the clinician programmer. When he tried interrogating on (B)(6) 2015 the usage data indicated 0% for all programs. It was noted that the patient did have a fall and that some of the electrode impedances were >4000 ohms (c0, c2, c3, 03), all other pairs were normal. The doctor turned stimulation up to 7v on all programs and the patient was unable to feel stimulation. There was no emi involved with the issue. Therapy was turned back on but was not adequate.